Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The customer stated that he does not remember the time and date of his admission. The customer stated that the blood glucose reading was 1000mg/dl. The customer stated that the tubing of his infusion set was chewed in half by his puppy. Troubleshooting was declined, and the customer stated that his insulin pump was functioning properly. No further info was provided.